Event description:
It was reported that the patient presented to the clinic due to infection and was treated with antibiotics. Vegetations were identified on both the right ventricular (rv) and right atrial (ra) leads. After evaluation, the physician elected to explant both leads. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.